Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of powerflex 8x4 burst before reaching rbp while in the stent graft. There was no reported injury to the patient. The device was stored properly. There was no difficulty removing the device from the packaging, removing the protective balloon cover, or any of the sterile packaging. The device was prepped per the instructions for use (IFU) without difficulty. The catheter was never kinked or in an acute bend. The powerflex was noted to have no resistance or difficulty advancing through the vessel or crossing the lesion. The vessel was noted to have no calcification, tortuosity, and was not a chronic total occlusion (cto). The non-cordis inflation device was filled with a 50/50 saline/contrast ratio, and the device was used successfully with other devices. The procedure was completed with a non-cordis balloon. The device will be returned for evaluation.

Event description:
As reported, the balloon of powerflex 8x4 burst before reaching rbp while in the stent graft. There was no reported injury to the patient. The device was stored properly. There was no difficulty removing the device from the packaging, removing the protective balloon cover, or any of the sterile packaging. The device was prepped per the instructions for use (IFU) without difficulty. The catheter was never kinked or in an acute bend. The powerflex was noted to have no resistance or difficulty advancing through the vessel or crossing the lesion. The vessel was noted to have no calcification, tortuosity, and was not a chronic total occlusion (cto). The non-cordis inflation device was filled with a 50/50 saline/contrast ratio, and the device was used successfully with other devices. The procedure was completed with a non-cordis balloon. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, h1, h2, h3 and h6 as reported, the balloon of powerflex 8x4 burst before reaching rbp while in the stent graft. There was no reported injury to the patient. The device was stored properly. There was no difficulty removing the device from the packaging, removing the protective balloon cover, or any of the sterile packaging. The device was prepped per the instructions for use (IFU) without difficulty. The catheter was never kinked or in an acute bend. There was no resistance or difficulty advancing through the vessel or crossing the lesion. The vessel was noted to have no calcification, tortuosity, and was not a chronic total occlusion (cto). The non-cordis inflation device was filled with a 50/50 saline/contrast ratio, and the device was used successfully with other devices. The procedure was completed with a non-cordis balloon. One product was returned for analysis. A non-sterile powerflex p3 f5 8x4 80 percutaneous transluminal angioplasty (pta) was received for analysis inside a plastic bag. Per visual analysis, no physical characteristics could be observed by the naked eye. Per functional testing, a lab sample inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and pressure was applied. A balloon leakage was observed on the proximal area of the balloon. No other anomalies were observed. Per sem analysis, results showed that the balloon leakage was caused by a rupture on the balloon surface. The inner surface presented no anomalies near the balloon rupture. The outer surface presented evidence of scratch marks near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon outer surface could have led to the ruptured condition found on the received device. It seems the balloon material near the rupture was torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82230359 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was confirmed through analysis of the returned device. However, the exact cause cannot be determined. During functional analysis a leakage was noted from the proximal area of the balloon. The outer surface balloon material presented evidence of scratch marks adjacent to the rupture which appears to have been torn either due to the interaction of the balloon with calcified spicules located on the lesion or with a sharp object from the outside of the balloon. Based on the information available, vessel characteristics and procedural factors likely contributed to the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the balloon of powerflex 8x4 burst before reaching rbp while in the stent graft. There was no reported injury to the patient. The device was stored properly. There was no difficulty removing the device from the packaging, removing the protective balloon cover, or any of the sterile packaging. The device was prepped per the instructions for use (IFU) without difficulty. The catheter was never kinked or in an acute bend. The powerflex was noted to have no resistance or difficulty advancing through the vessel or crossing the lesion. The vessel was noted to have no calcification, tortuosity, and was not a chronic total occlusion (cto). The non-cordis inflation device was filled with a 50/50 saline/contrast ratio, and the device was used successfully with other devices. The procedure was completed with a non-cordis balloon. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, h1, h2, h3 and h6 a review of the manufacturing documentation associated with lot 82230359 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.